Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome and spinal pain. It was reported that the patient was experiencing a surging sensation that occurred down both legs and throughout the day. The caller stated that when they attempted to run a group impedance it caused a surge down the right leg of the patient. The test was stopped because of the surge. The following parameters were reported: 2-3v 490us and 35hz therapy imp: 921ohms @ 1v 2-3v 490us and 35hz therapy imp: 985ohms @ 1v . The caller reduced the stimulation for the group impedance. The caller noted that the patient had fallen and their pain had returned. The caller stated that the patient needed to have the stimulation active. The caller stated that when the stimulation was off and then turned on the stimulation feels too strong. The patient also needs their stimulation higher when the patient lays on their stomach. The caller also stated that he patient has bad rsd that contributes to their rsd. The caller ran an impedance test at .7volts and the range was 771-908 ohms. The caller reran the impedances and got the same results. The caller stated that the transition time from lying to upright is set to the minimum time. The caller also noted that the orientation of the battery is normal, the ins is recognizing the positions correctly. The caller does not think the surges are positional as it happens when sitting still or lying down when the surges occurs. The patient reported that they had fallen a few times on the battery. The caller also stated that they discussed battery replacement as they are having recharging issues with difficulty coupling. The caller will follow-up with the healthcare provider (hcp) to evaluate symptoms and the ins pocket. The ins may be replaced due to the surging and pain in the lower extremities. The caller also mentioned that the patient has had difficulty recharging since the falls (which is conflicting information). The surging and falls were around (B)(6) 2018, and the difficulty recharging started in 2017, a year ago. No further complications were reported or anticipated.

Manufacturer narrative:
The patient was having the neurostimulator system replaced and it was unclear which issues apply to which implanted system. Information regarding the other system implanted is: product ID 97715, serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was scheduled and underwent a replacement of the ins. The patient had a bronchospasm at the end of the procedure and needed to be incubated and transferred to the ICU. Later, the rep went to the hospital and the nursing staff said that the patient was doing much better and was stable at the time. Later, it was reported that the patient had recovered. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins would not be returned as the ins was disposed of. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the battery¿s adaptive stimulation was reoriented and adjusted but it was unknown what was causing the surges. It was noted that the orientation was correct and the impedances were fine and the patient was getting relief so it was unknown what was causing the surging sensation. The patient was fine after programming at the appointment and the recharging logs indicated an average of 6 out of 8 coupling bars so no actions had to be taken. It was mentioned that if the surging continued at home the physician was going to replace the current battery as both the physician and representative could not determine why the patient was having surges when she was getting relief. Surgery had not been scheduled.